Manufacturer narrative:
The analysis of all gathered information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following the information provided, the mains cable from flowtron acs 9000 pump was caught in the bed side rail and became damaged. As a result the cable sparked, leaving the burnt marks on the cable insulation. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
Based on all available information it was determined that the root cause was related with an inappropriate use of the device. The cable was trapped in the side rail of the bed, which means it was not routed correctly, as the IFU for flowtron acs900 (document number 526933en_I) recommends: ¿make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas.¿. Since the damage to the power cord, subsequently resulting in the sparks and scorched cable insulation, was a result of the entrapment of the power cord in the bed side rail, the foregoing instructions were not followed. Apart from the power cord damage, the evaluation of the pump performed by arjo representative determined that it was in the overall good condition, showing normal signs of wear and tear. After replacing the power cord the pump was confirmed to be fully functional. The pump failed to meet its specification, as the power cord was damaged. It is unknown if at the time of the event the device was used for therapy or not. The complaint was decided to be reportable due to the allegation of sparking power cord as a result of being trapped in the side rail of the bed.